Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. Device received with cracked case at display window corners, case at reservoir tube window corners, belt clip slot and battery tube threads. Device received with minor scratches on lcd window.

Event description:
Customer's mother reported via phone call that the device had keypad anomaly. Customer's blood glucose was 410 mg/dl. Device kept scrolling after the button was released. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.